Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 17, 2023.

Manufacturer narrative:
This report is submitted on january 24, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified reasons. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.